Event description:
Customer states: on (B)(6) 2014, the tube was placed in the pt. The customer reported that on (B)(6) 2014, a cuff leakage was observed and replacement of the tube was required. No add'l harm to the pt following replacement of the tube was reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.